Manufacturer narrative:
Additional information: a2, a3a: patient information added: age, sex. Updated information: b3 - date of event: updated from 3/14/2024 to 3/6/2024. B5: describe event or problem: updated. D1 - brand name: updated. D2a - common device name: updated. D3 - name: updated. D3 - address, city, postal code: updated. E1: first name, last name: updated from (B)(6). E1: title: updated from ms. To dr. E3: occupation: updated from other health care professional to physician. E4: initial report sent to FDA: updated from no to yes. User facility medwatch attached.

Event description:
Subsequent to previously filed report, medwatch report ((B)(4)) received: describe the event or problem: held pressure for hemostasis. What was the original intended procedure? Lt leg access angiogram what problem did the user have: device malfunction - that is, the device did not do what it was supposed to do. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known. Follow-up was performed and the following information was received from the site: it was reported that this was a vessel closure of an unknown vessel using two prostyle relative to a left leg angiogram procedure. Reportedly, the two devices failed to deploy. Manual compression was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a vessel closure of an unknown vessel using two prostyle relative to an unspecified procedure. Reportedly, the two device failed to deploy. An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Factors that may contribute to failure to deploy include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. A conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.